Manufacturer narrative:
This report is submitted on september 5, 2016, by cochlear limited on behalf of cochlear americas (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
(B)(4). Per the clinic, the patient underwent skin revision surgery on september 7, 2016 under general anaesthesia. Additionally, it was reported that the patient was treated with oral antibiotics for the infection (date and duration not reported). Implanted device remains.